Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with blurred vision and negative dysphotopsia following intraocular lens (iol) implantation. The patient complained multifocal intolerance. The patient tried glasses but his complaints remained the same. Approximately four months later the iol was exchanged for a different iol model. The secondary procedure was uncomplicated and the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report was previously filed for the fellow eye.